Manufacturer narrative:
Corrected h.6 type of investigation and investigation findings. No devices were returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no DHR nor lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU, procedural training manual, and bicuspid aortic valve screening supplement were reviewed. A bicuspid aortic valve has a larger annulus when compared with a tricuspid valve, because of the annulus/orifice mismatch. Bicuspid valves can present with severe valvular calcification including severely calcified raphe. 2 functional cusps with asymmetric leaflet often responsible for eccentric coaptation. Bicuspid aortic valves are associated with aortopathy and aortic root dilatation associated with eccentric flow. The bicuspid valve is composed of 2 functional cusps with only 2 leaflets, one usually larger than the other. For product specific sizing and positioning guidance, refer to the product specific training manual. Additional bav considerations when positioning should be reviewed based on root anatomy, ICD, and other unique root morphology that may impact deployment of the valve. Calcification burden should be assessed prior to implant as it may be responsible for the following: 1. Annular rupture 2. Vsd or fistula from sov to rv 3. Thv malposition 4. Pvl. Take into consideration extremely calcified raphe, calcium in the center of the annulus, and small hooks of calcium when working up bicuspid patients. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The malpositioned valve and pvl were unable to be confirmed due to unavailability of provided imagery and returned product. No potential manufacturing non-conformances were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. As reported, 'during valve deployment it was seen that the valve was moved too aortic; however, it was too late to correct. Therefore, the valve was implanted too aortic (98:02 aortic position) causing severe pvl', and 'the perceived root cause of valve moving aortic during deployment was the severe leaflet calcification'. Per training manual, 'calcification burden should be assessed prior to implant as it may be responsible for the thv malposition and pvl. Note: take into consideration extremely calcified raphe, calcium in the center of the annulus, and small hooks of calcium when working up bicuspid patients'. The calcification burden on bicuspid native leaflets could create a challenging valve landing zone, and it could lead to thv malposition. Valve deployment too aortic can compromise the seal surrounding to the native annulus leading to paravalvular leak as reported in this case. As such, available information suggests that patient factors (calcified bicuspid native leaflets) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Added missing device code to h.6.

Manufacturer narrative:
Added additional information to b.5.

Event description:
Additional information was received. Prior to valve deployment the valves was positioned 90:10 (aortic/ventricular) and it moved to 98:2 (aortic/ventricular) after deployment. The second valve ended up positioned 85:15 (aortic/ventricular), an optimal position. The pvl was eliminated with the 2nd valve.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. The information provided indicates the placement of the valve too high was a result of interaction with the patient's native bicuspid valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case within a bicuspid valve it was noted during valve deployment that the 29mm sapien 3 valve was too aortic, but it was too late to correct. The valve was implanted too aortic, resulting in severe pvl. A second valve was implanted within the first. The perceived root cause was strong resistance from the bicuspid native valve.